Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began ¿2 years ago¿. The patient manages her diabetes with insulin (humalog, self-adjuster) and stated she took an increased dose of insulin (unknown dosage) in response to the alleged issue. The patient claimed, immediately after the alleged issue occurred, she developed symptoms of ¿confusion, sweating, and stuttering¿. There was no mention of receiving medical treatment for a high or low blood glucose excursion. The patient stated in (B)(6) 2011, she went into her doctor¿s office for a visit. The patient¿s blood glucose was tested and obtained a result that was ¿high¿ with another device (unknown type), however, the patient could not provide the actual results obtained at that time. The patient was treated with insulin (humalog, unknown dosage by a hcp. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.